Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid and ketamine (concentrations and doses unknown) via an implanted pump for other and non-malignant pain. The patient had been in and out of the hospital for 4 years and there were two times she was in the hospital because of the pump. In (B)(6) 2014 the patient lost the use of her legs and the healthcare provider (hcp) two weeks later did a test and found that the patient had a granuloma at the tip of the catheter. The hcp refused to do surgery to remove the granuloma and told the patient the granuloma would shrink within 6- 8 months and to this date the granuloma has not shrank at all. The pump was still sitting in her gut in the front and had not been removed. The hcp turned off the pump in (B)(6) 2014 and refilled it with saline and the patient got feeling back in her legs again. The patient had scheduled three surgeries to get the pump (with granuloma that was turned off and filled with saline) removed and the catheter clipped and tied off, but it had not occurred because the patient had to cancel them. The pump with the granuloma was located in the front and was the one that had not been removed yet. The patient currently had a different pump implanted on her left side had a catheter that goes to her brain to treat her trigeminal neuralgia. It was noted the patient had a different hcp at the time of the granuloma and loss of feeling in her legs.

Event description:
The patient presented to the health care provider (hcp) on (B)(6) 2016. The patient had neck, left shoulder, lower back, bilateral knees, feet, and lower extremity pain. The patient¿s blood pressure was 122/74. The patient¿s pulse was 102. The patient was at the hcp¿s office for routine follow up and medication review. The pain medications were helping to reduce severe pain and improve function without side effects. The patient reported compliance. The patient¿s pain on (B)(6) 2016 was 8/10 and 8/10 on average. The patient complained of low back pain. She wanted to decrease her pump rate and receive a printout. The patient was referred to the clinic for all over body pain. The patient¿s chronic pain started in 2000 when she was hit by a car. Since the accident, her pain had been constant, and she had been seeing multiple doctors for disorders and diagnoses. The patient also had many health issues before and after her accident. The patient had several diagnoses such as lupus erythematosus and rheumatoid arthritis, which were diagnosed at 13 years old. The patient had myasthenia gravis diagnosed in 2002, raynaud¿s disease diagnosed in 1998, pernicious anemia diagnosed in 2000, hiatal hernia diagnosed in 2001, and acid reflux in 1997. The patient also had sjogren¿s disorder. The patient had a history of chronic pneumonia with pruritus which required several hospital admissions yearly. She was diagnosed with bronchiectasis in 2013. The patient also had pseudomonas aeruginosa and stenotrophomonas maltophilia in the lungs. She was also diagnosed with an adrenal insufficiency in 2015. The patient¿s pump was turned off due to a granuloma (at t6-t9 per patient) but was still in place. The hcp planned on removing the inactive pain pump but leaving the catheter in place due to the granuloma. The patient was currently on fentanyl 200 mcg/ml at 98.92 mc/day and bupivacaine 20 mg/ml at 9.892 mg/day and received pump refills every 4-5 weeks in her home. In 2009, the patient was attacked while in court and hit over the head with a wooden bench. She was in the hospital for two days. After the attack in the court room, she had a brain pump (trigeminal neuralgia) implanted in 2010. The patient also had a trach placed around this time, because when she was in florida, she was pulled under the water and aspirated salt water (per patient); the patient also had obstructive sleep apnea. The patient¿s medication regimen included neurontin 600 mg 4 times daily, phentermine 15 mg twice daily, norco 10 mg-325 mg every 4 hours, ambien cr 12.5 mg nightly, fentanyl 100 mcg 2 patches every 72 hours. The patient started having symptoms in early 2000. The patient denied prior history of similar pain. The patient reported precipitating trauma or accident. The onset was sudden. The pain was an all over pain. The pain was constant, shooting, stabbing/sharp, throbbing, tingling and pins/needles in nature. Aggravating factors included bending backwards or forwards, coughing/sneezing, rising from a seated position, sitting, standing and walking. Ameliorating factors included acupuncture, medications, and injections. The patient also had symptoms including weakness, numbness, pins and needles sensation, balance problems, fevers/chills, joint swelling/stiffness, and muscle spasms. The patient denied changes in sweating, temperature, skin color, hair/nail growth, muscle tone, and joint flexibility. The patient denied bowel/bladder incontinence and saddle anesthesia. Acupuncture, medication, and injections had helped. Physical therapy made the pain worse. The patient had no relief from lumbar support brace. The patient had a wheelchair and walker which she did not use. There were no labs done. Imaging of the thoracic spine anterior-posterior and lateral on (B)(6) 2010 showed that there were two spinal cord stimulators demonstrated within the thoracic canal and one catheter for a pain pump. CT lumbar spine without contrast on (B)(6) 2014 showed minimal multilevel degenerative change in the thoracic spine. CT thoracic spine on (B)(6) 2014 without contrast showed mild multilevel degenerative change in the thoracic spine. CT thoracic spine without contrast on (B)(6) 2014 showed minimal anterolateral end-plate osteophyte formation noted within the upper to mid thoracic region. The thoracic spine was otherwise normal in appearance without evidence of focal disc pathology, central canal stenosis or foraminal stenosis. Spinal stimulator leads were noted along the anterior and posterior aspect of the thecal sac terminating at the t7 and t10-t11 levels. CT lumbar spine without contrast on (B)(6) 2014 showed minimal multilevel degenerative changes of the mid to lower lumbar spine without any lumbar compression deformities or subluxations or acute bony changes. There was mild partial right laminectomy at l5-s1 without any other significant abnormality. CT cervical spine without contrast on (B)(6)2014 showed moderate multilevel degenerative changes of the cervical spine. There was minimal degenerative anterolisthesis at c3-c4 without any acute bony changes. The prevertebral soft tissues were intact. Slight heterogenous appearance of the thyroid gland was seen, and this could be further evaluated with dedicated thyroid ultrasonography as clinically indicated. Sp/myelogram thoracic spine on (B)(6) 2014 showed no immediate obstruction of flow to contrast extending to the thoracic spine. No significant spinal canal stenosis was visualized. CT thoracic spine without contrast on (B)(6) 2014 showed filling defect in the thecal sac adjacent to the right posterior lateral intrathecal lead at approximately the t6-t9 level, near the superior end plate of t9 was partially calcified. It was noted that this may represent an intrathecal granuloma. This minimally effaced the spinal cord. There was no significant spinal canal stenosis. The two additional intraspinal leads were otherwise unremarkable. Non-specific ground-glass opacity in the right lower lobe was noted. It was noted that this may represent early developing consolidation. CT thoracic spine without contrast on (B)(6) 2015 showed epidural and intradural leads and catheters. Filling defect adjacent to intradural catheter was stable. There were mild degenerative changes about thoracic spine. There were abnormal densities note about the lung fields that were more apparent than seen on recent CT study evidence of moderate bronchial cuffing. There was no evidence of new or worsening pathology about remaining visualized thoracic spine. X-ray myelogram via injection thoracic on (B)(6) 2015 found no obvious abnormal calcification along the spinal catheter tips in the patient with a suspected granuloma formation. CT thoracic spine without contrast on (B)(6) 2015 showed stable intraluminal filling defect within the subarachnoid space associated at the distal tip of the intrathecal catheter positioned to the right posterolateral aspect of the subarachnoid space at about the t8 level. This was of similar size and appearance compared to the prior study. There was no definitive additional granuloma formation seen in the remaining portions of the two spinal catheters. There were no new findings of significance. An x-ray of the chest (posterior, anterior, and lateral) on (B)(6) 2016 showed no interval changes. The lungs were clear of any acute areas of pulmonary consolidations. An x-ray of the chest (posterior, anterior, and lateral) on (B)(6) 2015 showed normal sized heart. The lungs were clear of any acute areas of pulmonary consolidation. Some mild scarring was noted throughout the lung fields. The mediastinum was unremarkable. There were no definite abnormalities. On (B)(6) 2015, CT chest with contrast showed very small subtle focal area of nonspecific groundglass opacity (currently seen in the right upper lobe with one or two tiny linear strands of atelectasis projected at the left base). X-ray following fluro nc fluro central venous device showed fluoroscopic guidance was provided during placement of right subclavian approach portal catheter device. There was no evidence or post procedural pneumothorax. Minimal subsegmental atelectasis was noted within the left lung base. It was noted that the patient¿s opioid risk tool was 3 (0-3 is low risk). The patient had a family history (brother) or substance abuse and depression. On 2016, inconsistently positive for ets/etg. The patient complained of chills, difficulty sleeping, easy bruising/bleeding, excessive thirst, fatigue, fevers, low sex drive, night-time breath holding, weakness, recent visual changes, dental problems, chest pain, irregular heartbeat/racing heart, lightheadedness, cough, wheezing, pulmonary embolism, shortness of breath with exertion, shortness of breath at rest, acid reflux, nausea/vomiting, joint stiffness, joint swelling, dizziness, headaches, loss of balance, numbness/tingling and tremors. Patient medical history included lupus, myasthenia gravis, raynaud¿s disease, pernicious anemia, rheumatoid arthritis, rls, scleroderma of the gi tract, mitral valve prolapse, hiatal hernia, acid reflux, blood clot in right arm, sjogren¿s disorder, osteo-arthritis, trigeminal neuralgia, coronary vasospasm, periconchitis inflammation, pleuritis, bronchiectasis, pseudomonas aeruginosa in lungs, stenotrophomonas and maltophilia in lungs, and daily o2 therapy. The patient had restless legs syndrome. The patient¿s surgical history included appendectomy in 1968, left foot surgery in 1968, right knee (osteo-co nditis) in 1970, left calf biopsy (collagen disease) in 1973, left knee tumor (benign) in 1974, live biopsy in 1974, left thumb surgeries in 1965-1992, six sinus surgeries in 1988-1998, cyst on left ovary removed in 1990, hysterectomy in 1996, blood clot 2000, botox and steroid injection in lower back and neck in 2002, gallstones removed in 2003, kidney biopsy in 2003, intravenous immunoglobin in 2005-2006, j-tube and trach in 2006, low back injections in 2010, lungs flushed in 2012, colonoscopy in 2013, endoscope in 2013, pic line in 2013. The patient was permanently disabled and had been since in 2006. The patient reported social alcohol use of 3 glasses of wine a week. The patient denied current or history of alcoholism. She was a former smoker and quit on (B)(6) 2000. She smoked 0.5 packs (per day) for 12-15 years. The patient denied current illegal drug use. She denied abuse of prescription medications. She denied history of preadolescent sexual abuse. It was noted that her brother died at (B)(6) in his sleep (reason unknown), and her sister died at (B)(6) (reason unknown). Her father had hypertension, heart disease, diabetes mellitus, prostate cancer, and arthritis. Her mother had hypertension and arthritis. Her brother had a history of substance abuse and arthritis. Her aunt had cancer of the uterus. The patient¿s allergies included sul fa drug and band aid adhesive. The patient¿s medications have included aldactone 25 mg oral tablet every day, ambien 12.5 mg oral tablet (extended release) nightly, amitizaxx 24 mcg oral capsule, amitriptyline 24 mg oral tablet nightly, arava 20 mg oral tablet daily, b12 injections weekly, carafate 1 g oral tablet 4 times daily, fentanyl 100 mcg/hour 1 patch every 72 hours once a month, fentanyl 75 mcg/hour 1 patch every 72 hours once a month, folic acid 1 mg oral tablet 4 times daily, imuran 50 mg oral tablet daily, lasix 60 mg oral tablet every morning, librax 5 mg-2.5 mg oral capsule as needed, lidocaine cream 30 mg, magnesium citrate 100 mg oral tablet 400 mg, melatonin 1 mg oral tablet 3 mg to 9 mg nightly, multivitamin daily, neurontin 600 mg oral tablet 4 times daily, nitro pill 4 mg, nitro td patch- a 0.1 mg/hour extended release as needed, norco 10 mg-325 mg oral tablet every four hours, nuvigil 250 mg oral tablet daily, pantoprazole 40 mg oral delayed release tablet daily, potassium chloride 20 meq oral tablet extended release 4 times daily, procardia xl 60 mg oral tablet extended release twice daily, qvar 80 mcg/inh inhalation aerosol as needed, singular 10 m g oral tablet every morning, xanax 2 mg oral tablet nightly, xopenex hfa 45 mcg/inh inhalation aerosol, zanaflex 4 mg oral tablet 1.5 daily, zaroxolyn 2.5 mg oral tablet. The patient was prescribed flector transdermal patch 1 daily, zanaflex 4 mg oral tablet 1.5 daily, neurontin 600 mg oral tablet 4 times daily, norco 10 mg-325 mg oral tablet every 4 hours, fentanyl 50 mcg/hour transdermal film (extended release) once every 72 hours, fentanyl 100 mcg/hour transdermal film extended release once every 72 hours, ambien 12.5 mg oral tablet extended release nightly. The patient was to continue chronic opioid therapy. The patient had tried and failed (or had limited relief) from other therapies and medications. The patient¿s intrathecal pump to granuloma (right side) was removed on (B)(6) 2016. The pump to trigeminal nerve was still functioning. The patient had plans to have it removed before the end of the year. The patient wanted to wean this pump before it was removed. Dose of fent/bupiv was to be decreased from 50 mcg/5 mg to 40 mcg/4 mg. It was noted that the pharmacy incorrectly gave the patient two prescriptions of 100 mcg instead of 1 prescription of 75 mcg and 1 prescription of 100 mcg. The patient was allowed to fill on (B)(6) 2016 due to the pharmacy not administering 75 mcg of fentanyl at her last fill date. The alarm volume was decreased from 2 ml to 1 ml. The patient refused physical therapy. The patient was prescribed a flector patch for additional relief at the surgical site as well as her current pump site. The hcp reinforced proper spine mechanics, posture, pacing of work/activity, getting regular low impact exercise, range of motion and stretching, supplement vitamin d 2-5k iu daily.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-17. It was reported that the pain pump was in the patient's right hip, and was removed because it caused a tumor or granuloma in the patient's thoracic spine (note: this conflicts with the previous report that the pump was implanted in the patient's gut in the front). It was noted that the granuloma/tumor was still there. The pump was reportedly removed in 2016 because it was shut off and it was silly to keep it there.